Event description:
A site representative, registered nurse (rn), reported that while in a synergy cranial procedure they were performing a touch-n-go registration on a magnetic resonance imaging (mr), and each time registration passed, however, accuracy was flipped anterior posterior (ap). When touching the patient's forehead with a probe, it appeared on the back of the 3d model's head. It was reported that the 3d model did not look good and the fiducials were difficult to identify as they contained scatter. Editing threshold and retaining did not resolve the issue. In trouble-shooting, a medtronic representative recommended the site register the patient using pointmerge and use patient anatomical landmarks. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the images were flipped left/right. The site confirmed "their magnetic resonance imaging (MRI) was indeed the problem, the patient had a lot of tremors and was constantly moving during the scan." The site reports they have not had a bad scan/case since that incident. Recommendations were made to the site, that they use pointmerge registration to mitigate this issue in future procedures. Proper MRI scan protocol recommendations made to the radiology department at this site. Software investigation completed. Findings are that the MRI was of poor quality. Trouble-shooting did not resolve the issue. Software is functioning as designed. Software 960-152 media io analysis completed. Findings are that the image orientation was correct as loaded. Software is functioning as designed.